Event description:
Customer reported that pca programmed with a hydromorphone concentration of 0.2 mg/ml. The pt was transferred to another location. The doctor ordered a change in the hydromorphone concentration to 1 mg/ml. The pump did not get reprogrammed as per the order. Customer suspects that a concentration of 0.2 mg/ml was in use the entire time. A log review was requested. Although requested, no pt harm reported. No medical intervention was required.

Manufacturer narrative:
(B)(4). The customer declined the event log review as previously requested because they determined there was a clinical error. No product will be returned. Root cause of programming error could not be determined.